Manufacturer narrative:
Based on the info currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We therefore consider this report complete to the best of our knowledge at this time.

Event description:
Attorney's report of patient's alleged pain due to implanted mesh.